Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's monitor would not power on past the start-up screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (will not power on properly) has been confirmed. Upon receipt the monitor would not power on. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt received a replacement monitor.